Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer received readings of 200. 23 mg/dl and 102 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the defference in values to be clinically significant. There was no report of death, seroius injury or mistreatment associated with this event.

Manufacturer narrative:
Customer returned meter serial number v-g303-31722 and test strips lot number 0513858. Returned meter and test strips performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate erratic readings was not duplicated during testing. The freestyle blood glucose readings as reported by the customer were identified in the meter internal log; however, they were not found to have been performed within ten minutes.